Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low values when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer did not report experiencing hypoglycemic symptoms and was able to self-treat with 4 sugar tablets. After the consumption of the glucose tablets, the customer vomited multiple times and was taken to the hospital by his son. A blood glucose test of "around 300 mg/dl" was obtained on the hcp meter and the customer was treated with unknown IV medications. No further information was provided. There was no report of death or permanent injury associated with this event.